Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. According to the operative reported received through follow-up with the health-care provider, the patient presented with a heavily calcified native aortic valve. The calcium extended deeply into all aspects of the annulus, especially along the area of the insertion of the anterior leaflet of the mitral valve along the noncoronary cusp. The native aortic valve was removed, the annulus thoroughly debrided and the edwards valve was placed. Intraoperative tee showed an area described as moderate leak in the area along the coronary leaflet, an area which was heavily calcified, extending into the mitral valve. The area of the leak was examined but no definitive cavity leak site could be found. Therefore, the decision was to replace the valve (replaced with another edwards bioprosthetic valve; same model and size). Additionally, the surgeon has indicated that this event was not related to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The information provided suggests that the heavy calcification noted in the patient caused or contributed to this event. There is no indication of a device malfunction or quality deficiency related to the edwards valve. No further actions will be taken.